Event description:
Reporter indicated that a pt had vns lead and generator revision surgery due to high lead impedance. No pt trauma or device manipulation was admitted. The vns was disabled in 2008. The explanted lead and generator have been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.